Manufacturer narrative:
(B)(6).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the battery is at end of life. There was no reported patient involvement.